Event description:
On (B) (6) 2009, the sales representative reported that a traxis vue implant broke during surgery. It was unknown if the device was implanted or if intervention was required. The sales representative that was in the case is no longer available for follow up. A broken implant has resulted in an adverse event in the past.

Manufacturer narrative:
It was unknown if the implant was ever implanted. The device is not available for return. The sales rep is not available for follow up. Evaluation is pending.